Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of uterine perforation ("perforated uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a family history of cervical cancer. As concurrent condition the report mentioned nickel sensitivity. In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required) with abdominal pain, abdominal tenderness and abdominal distension, inflammation ("inflammation"), intervertebral disc protrusion ("slipped discs in my back which is deblitating"), heavy menstrual bleeding ("extremely heavy periods"), migraine ("increased migraines"), rash pruritic ("rashes and itchiness") and arthralgia ("pain and aches in my joints"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, none of the outcomes for these events were known. The reporter considered arthralgia, heavy menstrual bleeding, inflammation, intervertebral disc protrusion, migraine, rash pruritic and uterine perforation to be related to essure administration. The reporter commented: we get them removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2020: content from plaintiff fact sheet: reporter added. Removal details added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 01-nov-2015. The most recent information was received on 01-jun-2022. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of uterine perforation ("perforated uterus") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a family history of cervical cancer. As concurrent condition the report mentioned nickel sensitivity. In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required) with abdominal distension, abdominal pain and abdominal tenderness, inflammation ("inflammation"), intervertebral disc protrusion ("slipped discs in my back which is deblitating"), heavy menstrual bleeding ("extremely heavy periods"), migraine ("increased migraines"), rash pruritic ("rashes and itchiness") and arthralgia ("pain and aches in my joints"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, heavy menstrual bleeding, inflammation, intervertebral disc protrusion, migraine, rash pruritic and uterine perforation to be related to essure administration. The reporter commented: we get them removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.